Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-1588rt serial/batch number (B)(6) was received for investigation. Upon evaluation under a magnifier, scratches on the front and back sides of the button were noted. However, sharp edges were not observed on the passing suture. No functional test is applicable for this device. The most likely cause can be attributed to use error, as excessive force on the shortening suture strands may break the strands and impair the ability to fully seat the implant.

Event description:
It was reported that during a knee surgery when the endobutton was tightened, the wire broke and the graft was repositioned with a device of the same reference, with no consequences for the patient. All broken parts were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.